Event description:
Upon introduction of the midline trocar it is observed that the tip did not retract into the sleeve. A stellate laceration was observed at the margin of the liver, close to the gallbladder edge. This was cauterized uneventually, and there was no further bleeding from it. Hosp has sent the failed trocar to co for evaluation.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.